Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: unknown.

Event description:
As the surgeon was drilling the drill bit (2.4 mm) jammed in the drill bit adaptor (2.45), he was unable to remove the drill bit, another 2.45 drill bit was used to complete the surgery. No serious injury and the delay was less than 30 minutes.

Manufacturer narrative:
The device was conform upon leaving the manufacturing, it was not returned for investigation. The most probable root cause of this event is that because of the friction between the drill bit and the drill adaptor during drilling, the metal heated up and swollen which caused the mechanical jam. But, this cannot be confirmed. However, this topic is addressed through a CAPA and the conclusion of the investigations already performed, concluded that the drill adaptor design must be improved.

Event description:
As the surgeon was drilling the drill bit (2.4 mm) jammed in the drill bit adaptor (2.45), he was unable to remove the drill bit, another 2.45 drill bit was used to complete the surgery. No serious injury and the delay was less than 30 minutes.